Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer declined to remove the infusion site. It was indicated that the infusion site would be changed the following day.